Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two 20g x 1.88in (1.1 x 48 mm) insyte autoguard bc experienced cannula breakage. The following information was provided by the initial reporter: material no: 382537, batch no: unknown. Per customer email: I was using this catheter to place an ultrasound guided IV last week and this little plastic piece became stuck in the base of the luer lock hub of the catheter. It appears to be part of the retracting mechanism. I tried again with a second ¿bd insyte autogard bc¿ and the problem happened again. I have used this same type of IV catheter many, many times before and never seen this issue before.

Event description:
It was reported that two 20g x 1.88in (1.1 x 48 mm) insyte autoguard bc experienced cannula breakage. The following information was provided by the initial reporter: material no: 382537 batch no: unknown. Per customer email: I was using this catheter to place an ultrasound guided IV last week and this little plastic piece became stuck in the base of the luer lock hub of the catheter. It appears to be part of the retracting mechanism. I tried again with a second ¿bd insyte autogard bc¿ and the problem happened again. I have used this same type of IV catheter many, many times before and never seen this issue before.

Manufacturer narrative:
H.6. Investigation: DHR could not be conducted because a lot number was not provided. ¿ although units were not returned, one photo was provided for evaluation of this incident. O photo shows a view of an undamaged top web (label) side of a blister pack from a 20ga bd insyte autoguard bc IV catheter, ref. 382537. The lot number was not visible in the photo. O the photo also shown the IV catheter in portions: 1st portion was the actuator (portion from within the adapter). 2nd portion was the catheter/adapter assembly. 3rd portion was the needle/hub assembly which was fully retracted with the safety shield (barrel). **note that all three portions had traces of media present. Visual/microscopic evaluation: ¿ observations of the photo revealed that the actuator was removed from within the adapter of the IV catheter unit; thus confirming the defect of catheter defective / damaged ¿ although the photo provided for this incident presented sufficient evidence to identify or confirm the reported failure, it did not provide sufficient evident to establish a definite root cause.